Event description:
The complainant reported that in 2004, a pt with a history of anxiety underwent therapuetic entryx procedure for severe acid reflux problems refractory to ppi's in the past. The pt was reported to have dysphagia, odynophagia, and chest pain two wks after undergoing the entryx procedure. The pt was hospitalized for two days. An upper endoscopy performed the last day, and another performed 8 days later showed two ulcerated areas in the distal esophagus with enteryx material protruding through it. The enteryx material was grasped with forceps and was then pulled out into the stomach. Some stenosis and spasm was observed at the ge junction, but the scope was reported to have passed through easily. The pt was administered carafate and was continued on a gi cocktail. The pt's dysphagia and odynophagia was reported as resolved about a week later. The pt was referred for anti-relux surgery about 5 months later. Although the pt did not report any weight loss, the pt's weight was recorded on day of procedure and 6 pounds less 21 days later.